Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 12.1mm vticmo12.1 implantable collamer lens of a -15.0/2.5/109 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a longer length lens due to lens dislocation/subluxation. The problem was resolved. It is reported that the patient is doing well and is happy with the "vision". The cause of the event was unknown. Reportedly, "icl misrotated by 50 "degrees". Unknown cause."